Event description:
This incident was reported to excelsior medical by one of it's european customers. According to the report, an oncology department at a hospital in (B)(6) noted an increase in patient nausea and vomiting after the use of excelsior's pre-filled syringe products. The report also stated that excelsior's syringes have a noticeably stronger smell and taste when compared to saline products from other manufacturers. A later report stated that one oncologic surgery patient was affected and about 20 patients showed more cases of emesis with excelsior's pre-filled saline syringes. There were no specific details concerning the diseases possessed by the affected patients or the concomitant treatments they were receiving.

Manufacturer narrative:
Excelsior has made attempts to obtain both general and medical information on the specific individuals involved in this incident. Despite repeated attempts, no specific patient data has been provided other than for the one oncology patient referenced in the initial filing of this MDR. Since submitting it's initial report, excelsior has provided what details were available for this event to our clinical consultant, dr. (B)(4), for an expert review. According to dr. (B)(4), complaints of abnormal smell, bad taste, and nausea that sometimes leads to vomiting, occasionally occur with prefilled flush syringes. These symptoms are more frequent in oncology patients and are most likely related to their underlying illness and the oncology drugs they are receiving. While such symptoms are both unpleasant and a nuisance, the potential harm to the patient, in most cases, is negligible. Based on this assessment, and excelsior's investigation, there is no evidence that the syringes associated with this report were in any way adulterated. As such, excelsior medical now considers this incident to be closed.

Event description:
This incident was reported to excelsior medical by one of its european customers. According to the report, an oncology department at a hospital in (B)(6) noted an increase in patient nausea and vomiting after the use of excelsior's pre-filled syringe products. The report also stated that excelsior's syringes have a noticeably stronger smell and taste when compared to saline products from other manufacturers. A later report stated that one oncologic surgery patient was affected and about 20 patients showed more cases of emesis with excelsior's pre-filled saline syringes. There were no specific details concerning the diseases possessed by the affected patients or the concomitant treatments they were receiving.

Manufacturer narrative:
Excelsior has reviewed the device history record and the testing that was completed on the subject lot and found that all qc tests passed (ph, lal, bioburden, particulate matter) and all sterility test results passed. All sterility cycles were reviewed and there were no abnormalities in any of the cycles used to sterilize this lot. There were no non-conformance reports or deviations associated with the lot and all aql inspections passed. The lot passed all quality testing and acceptance criteria prior to its release for sale. A single case of 26 syringes was returned to excelsior for evaluation. The fluid from 7 of those syringes was expelled into a cup and no abnormal smell was observed. Retention samples for the lot in question were also checked. As with their returned counterparts, none of the tested retention samples yielded any visual or odoriferous irregularities. Complaints involving nausea, abnormal smell, and bad taste, occasionally occur with prefilled flush syringes. It generally has to do with the rate of infusion that is used. The IFU supplied with the syringes possess a recommendation that a slower administration rate is recommended to minimize the possible unpleasant taste patients may experience.